Manufacturer narrative:
No pt info provided.

Event description:
Caller states that during a correlation study, the following coaguchek xs/laboratory results were obtained: 4.2 inr/3.2 inr, 5.3 inr/3.9 inr. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement sent.